Event description:
As reported by a field clinical specialist, approximately 4 years and 6 months post tavr with a 29mm sapien 3 valve, the valve is now stenosed. Per medical record review approximately 4 years and 4 months post implant a tte was performed. Results of the exam noted an abnormally functioning bioprosthetic aortic valve with a peak gradient of 89.3mmhg and a mean gradient of 52.3 mmhg and mild perivalvular regurgitation. Patient symptoms were exertional angina and shortness of breath. The patient indicated that surgical intervention was planned for late december. Per clinical imaging review, the valve was mildly under-expanded at 27.3mm at mid valve (0.5mm added for outer diameter). There is calcification of all 3 sapien leaflets. This may have led to stenosis and or high gradients through the valve.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per imagery review, the valve had calcification on all three leaflets. In this case, calcification was confirmed based on provided imagery. The available information suggests that patient factors, including htn, hld, type ii dm, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.